Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope experienced a black screen during set up. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken the charged coupled device (r-unit), the image not displayed, the fibre bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the black screen and no image displayed was a broken charged coupled device (r-unit), and in addition, the cause of the damage to the fibre bonding in the outer tube area (distal end) was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
No additional information received from customer.